Event description:
For one patient sample, ft3, ft4 results did not fit the clinical picture. Tsh results were low. No information provided to determine if results were used to guide therapy. The results for ft3, ft4, and tsh were verified to be correct. If additional information is received, appropriate notification will be provided.